Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Confirmed with the site that the high watt limit was set to 2w above baseline (set to 5w). Parameters per log files: 6.9 lpm / 2400 / 4.0 w. Log file analysis review date: 11/09/2015; log dates through (B)(6) 2015: power consumption above normal operating range. Additional notes: starting (B)(6) 2015 there is an increasing trend in power consumption to current parameters above normal power operation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by manufacturer clinical engineer that the patient came to the clinic for routine follow up. Powers and flows were noted to be higher than baseline, starting about 8 days ago. Log files were sent which showed "above normal power consumption and an increasing trend in power consumption starting (B)(6) 2015." No high watt alarms were reported by the patient or on interrogation by the site. Tea-colored urine and elevated lfts were also noted. It was stated that the patient had called to report "blood in the toilet" a few days earlier, and identified that the blood came from the urine. Patient subsequently stopped taking her coumadin three days prior to the admission, without recommendations from her physician. Patient was admitted and taken to the operating room (or) for an "lvad > lvad" exchange. It was stated from the or that the patient was found to have severe aortic insufficiency (ai) which she did not have on previous echo's. The aortic valve was sewn shut during device exchange. It was further stated that the patient was previously implanted as bridge to transplant, but has since been made destination therapy due to being highly sensitized (pras 99%). No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. The reported event of "high power" could not be replicated, but was confirmed with log files analysis. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.90 watts. Dimensional verification of the returned pump (B)(4) showed a slight deviation from the front housing disc curvature specifications. Per etr00435, this deviation is not expected to impact pump performance. Visual examination did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathology report revealed evidence of thrombus within the pump. Gross findings include mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. A line of very faint abrasion is noted on the upper housing ceramic surface. The material identified on the superior surface of the impeller is grossly and histologically consistent with thrombus the most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.